Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had an insulation breach. The lead triggered a low bipolar impedance warning and polarity switch. The lead was undersensing atrial fibrillation which was causing over pacing. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.